Manufacturer narrative:
The device was received for evaluation. A review of the event history log identified improper shutdown messages. An 'improper shutdown!' Message displays the next time the pump was powered on after all power sources to the pump were lost, however the history log cannot be used to determine the means by which power became disconnected. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause was identified through visual inspection to be depressed battery pins. The rear case requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump powered off when the door was touched. This occurred during testing in the biomed service department. There was no patient involvement. No additional information is available.